Event description:
It was reported that when the surgeon was making the third and final burr hole; the perforator failed to disengage. There is no report of injury and the nurse believes the pt is doing fine.